Event description:
It was reported during a therapeutic total laparoscopic hysterectomy procedure the first ultrasonic surgical device was not functioning properly and was removed. The tip of the device broke outside of the patient. The second and third ultrasonic surgical device tips broke inside the patient. Both tips were successfully retrieved. A probe check was performed each time and passed. The procedure was prolonged for less than thirty minutes and was completed using scissors with a monopolar cord. There were no reports of patient harm. This report is 2 of 3.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.